Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No pump error 63 and pump error 4 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 alarm (variable #: 12) on the event date of 16-aug-2024 at 09:55:16.000 due to a possible hardware failure. Pump alarmed a pump error 4 alarm on the event date of 16-aug-2024 at 09:55:16.000. No bolus deliveries were noted on the event date of 16-aug-2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 63 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. Exposed to moisture was not confirmed. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 4(the motor arm cannot communicate with the main arm), exposed to moisture. The customer reported blood glucose value of 360 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880l, unomedical, unknown reservoir. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for unknown reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.